Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test and displacement test. No rewind slow, loud/noise anomaly noted during testing. Device had broken battery tube threads. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call buttons were hard to work. The customer¿s blood glucose level was unknown. The insulin pump sometimes did not give an alarm when the set was clogged, took longer and louder rewind. The customer reported that the chunk missing from insulin pump near battery reservoir. The insulin pump will not be returned for analysis.